Event description:
It was reported that the transfer set became disconnected from the patient line. The home patient indicated that they are capped off but the patient line is not. The technical service representative assisted home patient with ending the therapy. The technical service representative advised the home patient to restart therapy using all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.